Event description:
I was implanted with the essure birth control and it has caused me rashes, lower abdomen bloating and lots of pain and discomfort. This product is awful and I think it should be removed from the market.